Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted that the instructions for use (IFU) states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The event of restenosis of the unspecified promus stent implanted in 2010 was previously filed under MFR report # 2024168-2012-01223.

Event description:
It was reported that a 3.0 x 18 mm promus stent was implanted in the proximal lcx on (B)(6) 2011 to treat an in-stent restenosis of an unspecified promus stent implanted in 2010. On (B)(6) 2013, the patient presented with angina. Angiography revealed 70 to 80% in-stent restenosis of the previously placed 3.0 x 18 mm promus stent and two non-abbott stents. Treatment was performed with angioplasty and placement of a total of three non-abbott drug-eluting stents. The 3.0 x 30 mm non-abbott stent was implanted in the distal lcx extending to the proximal lcx. The 3.0 x 15 mm non-abbott stent was implanted in the proximal lcx. The 3.0 x 12 mm non-abbott stent was implanted in the ostial to proximal lcx. Following post-dilatation, residual stenosis was less than 10%. The event was considered resolved and the patient was discharged the next day. No additional information was provided.